Event description:
It was reported that the spring controlling the blade broke on the universal reciprocating saw attachment. It was noted that there were 3 attempts to lock the blade in. There was no pt harm reported. There was however, a 5 minute delay in surgery, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow-up medwatch will be submitted once the investigation is complete.